Event description:
The clinician reports the implant was inserted 2023(B)(6) in ada 10. Details of surgery: immediate extraction site. On 2023-(B)(6), non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.